Event description:
It was reported that patient was unable to turn the device back on even though it worked fine to turn therapy off last night at 10pm, which she does every night. The device's 9v battery lights and passes self-test when reinserted. It was also reported that the patient's sutures broke in both pockets, so the devices rotate a little bit. The patient was going to contact the manufacturer representative to check the devices. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted. Please refer to manufacturer's report no. 3004209178-2012-09408.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v616865, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v674524, implanted: 2011 (B)(6), product type lead. (B)(4).